Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited apparent fracture, high impedance, low impedance and noise. The rv lead was explanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.